Event description:
It was reported, approximately six years, eleven-and-a-half months following the implant of this transcatheter aortic bioprosthetic valve (tav), tav failure was noted and further characterized as stenosis. The patient was hospitalized. No further information was reported as a result of this event.

Manufacturer narrative:
B3: the onset date of the stenosis was not provided, the date of medtronic awareness was used as a reasonable event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B3. B3: date is approximate. Year is confirmed valid. B5. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately 6 years and 5 months following the implant of this tav, the patient became symptomatic with multifactorial dyspnea, lower extremity swelling, and orthopnea. Approximately 5 months later, the patient was hospitalized. Approximately one month following admission, the patient was discharged from the hospital. However, three days following discharge, the patient was re-admitted and transferred to a different hospital for a second surgical opinion. A transesophageal echocardiogram (tee) was performed that revealed the severe stenosis with a mean gradient of 56 millimeters of mercury (mm hg), severe central aortic regurgitation, as well as severe paravalvular leak (pvl), and the patient was denied structural and surgical intervention. Approximately 3 weeks after re-admission, the patient was discharged home with hospice care. Three days later, the patient died.

Event description:
Additional information was received that the patient was denied intervention from both hospitals due to her health. The patient died in hospice.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.